Event description:
Patient presented to the physician with pain at the ipg site. Physician brought the patient into the or, explanted the ipg and sensing lead, irrigated the ipg pocket with antibiotic solution, and closed.